Event description:
It is reported that the pt was revised due to pain.

Manufacturer narrative:
Eval summary: no devices or photos were rec'd; therefore condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
(B)(4). Concomitant medical product(s): poly item # unknown lot # 60323666; item # 00111214001 lot # unknown. Complaint is confirmed. Visual examination of the returned components (tibial implant, articular surface) noted that they exhibit signs of being implanted. The backside of the tibial component is completely free of bone cement and is stained and damaged. The taper plug is still in place in the keel of the implant indicating that no stem extension was used. Both the superior and inferior surfaces of the articular surface are scratched and pitted. Loosening of the metallic components is considered confirmed. Device history record was reviewed and no discrepancies were found. This new information does not affect the previously completed investigation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.